Event description:
The customer reported that the insulin pump alarmed. Troubleshooting was performed. The customer stated that she jumped into the water with the insulin pump on and the device had steam underneath the screen. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display as a result of a corroded electronic and motor assembly. Further testing was not performed due to the blank display.